Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) using a single use distal cover with an evis exera iii duodenovideoscope, the distal cover came off the scope and was retained inside the patient. The physician was initially unaware that the cap was still inside the patient. The patient's oxygen saturation began to deteriorate (drop). The anesthesiologist suctioned the patient's esophagus to remove the distal cap. This resolved the issue and recovered the oxygen saturation. No additional intervention was required. The patient's current condition is reported as still hospitalized, but due to a surgical procedure to treat necrosis of the pancreas, and not the reported event. The scope/cap were assessed before and after the procedure and no abnormalities were noted. Mw 8010047-2021-07474 reports the maj-2315 (distal cover) used in the case.